Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified.

Event description:
On (B)(6) 2013, patient reported she's had two abscesses at her infusion sites that required treatment. Her physician performed a culture on the first abscess and reported she had a staph infection. The second abscess occurred approximately 1 year ago. The infusion sites were on her abdomen, and her physician drained the abscess with a needle and prescribed oral antibiotics. She cleanses the infusion site with alcohol prior to insertion and practices site rotation. Her physician advised to disinfect the area properly prior to insertion. The alleged infusion sets were discarded and will not be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.